Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while answering a customer experience survey that after the third sensor was worn the patient experienced "some minor irritation.¿ the patient applied the fourth sensor and reported "a nasty skin infection" and is "on antibiotics now." Further information was received in follow up with the patient; it was further reported that the patient sought medical attention and the patient had a "staph infection after a culture was done." The patient treated the skin with cortisone cream and topical antibiotic ointment that was applied three times a day for two weeks. The patient reported that the skin is healing and that it is feeling better. There is no information if the sensor was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.